Event description:
Bilateral capsular contracture, with right breast implant deflation, followed by bilateral removal and replacement with mentor.

Event description:
Bilateral capsular contracture, with left breast implant deflation, followed by bilateral removal and replacement with mentor. Initial use of device.